Event description:
It was reported that a patient infection occurred. A refill was delayed due to the infection. The patient's pump was noted as still being in service. The pump was implanted on (B)(6) 2009. The pump was replaced on (B)(6) 2011. After the replacement, the infection cleared. The reason for the replacement was that the pump had eroded and became infected. The drug used in the pump at the time of the event was dilaudid. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).